Event description:
It was reported that the patient rolled onto the ilet, the screen broke, and the device became unresponsive; a replacement ilet was shipped and the patient transitioned to insulin pens. Symptoms included no reported adverse physiological effects and no reported changes in blood glucose. Outcomes included temporary interruption of device therapy with use of alternative therapy. Investigation included complaint review and replacement coordination. Investigation of this case revealed physical damage to the device display rendering the device unresponsive. It was concluded that the event resulted from accidental physical damage and was not related to a device malfunction.